Event description:
It was reported that a user experienced a low glucose event with a nadir of 60 mg/dl, followed by overtreatment leading to a high of 274 mg/dl and subsequent return to approximately 70 mg/dl. The ilet alerted for low/high glucose and the event was managed with four glucose tablets and juice, with non-medical assistance provided out of courtesy. No reported clinical symptoms. Outcomes included no need for medical intervention, no hospitalization, and glucose levels returned to target range guidance provided by support. Investigation included troubleshooting and user education regarding treatment of hypoglycemia using fast-acting carbohydrates and timing. Investigation of this case revealed user-related contribution due to overtreatment of the initial low and successful correction per guidance. It was concluded that the device functioned as designed and that the event was attributable to user management of hypoglycemia rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.